Manufacturer narrative:
Lot number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-20524. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Four (4) pictures were attached and were reviewed. Picture one (1) showed a cassette product, picture two (2) showed the bag neck section of the cassette, picture three (3) showed the front view of the cassette product, picture four (4) showed the top view of a cassette product. The sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: no damage, kinks or other defects were found during visual inspection. Functional testing results: sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).